Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no malfunction was suspected.

Manufacturer narrative:
(B)(4)